Manufacturer narrative:
(B)(4)

Event description:
It was reported that the 5.0x150x150 sterling balloon catheter was placed in a stenosis over a boston scientific (bsc) wire. The doctor went to inflate the balloon by use of the bsc encore inflation device, and the balloon burst at 3 atmospheres. There were no patient complications reported.

Event description:
It was reported that the 5.0x150x150 sterling balloon catheter was placed in a stenosis over a boston scientific (bsc) wire. The doctor went to inflate the balloon by use of the bsc encore inflation device, and the balloon burst at 3 atmospheres. There were no patient complications reported.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded. The tip is damaged. There are numerous shaft kinks. Microscopic examination revealed that the balloon has a pinhole 12.3cm from the proximal markerband. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).